Event description:
It was reported that the zimmer skin graft mesher was not meshing on the edges. Additional information on 09/04/2009, was that the surgeon was able to use the entire graft and no additional grafts were necessary. Surgery was completed without interruption.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and it was determined that the device met calibration specifications. Two cutters were returned with the unit revealed that both cutters did not pass inspection. Cutters are non-repairable and returned to the customer. A review of the manufacturer's service records revealed that the device had not been returned for preventative maintenance on an annual basis. Device was purchased in 1993, and has been returned for repair once in may 2009. It is documented in the instruction manual included with the device that the device should be returned to the manufacturer every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.